Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard posterior stabilized femoral, cat#: 183110 lot#: 827750. Biomet 360 tibial offset adapter, cat#: 185211 lot#: 717910. Series-a standard patella, cat#: 184766 lot#: 703030. Vanguard posterior stabilized tibial bearing, cat#: ep-183744 lot#: 869720. Biomet splined knee stem, cat#: 148288 lot#: 168970. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain. Patient is scheduled to undergo a revision surgery in the future. A recent exam shows an increase in periprosthetic radiolucency along the tibial plateau. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The reported event was confirmed as review of medical records by an hcp identified the following information related to this event: patient was revised due to a failed total knee implant as a result of loosening. No devices were received; therefore the condition of the components is unknown. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a right revision procedure approximately one year post-implantation. It is further alleged that the surgeon stated the patient had a staph infection that was so bad that it was causing the implant to loosen. The patient currently has a pic line in his arm. Competitor products were implanted during the revision procedure. Finally, patient alleged that if the infection does not clear up, the leg will have to be amputated. No additional patient consequences were reported.